Event description:
This case was cross referenced with (B)(4). (Cluster). This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns (B)(6) male patient who received treatment with synvisc one and later after unknown latency had swollen left knee, painful left knee and aspirated 43 cc of fluid off of the left knee. Also, device malfunction was identified for the reported lot number. No past drugs, concomitant medication or concurrent condition was provided. Patient with a history of osteoarthritis of the left knee. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose: unknown) (batch/lot number: 7rsl021, expiry date: may- 2020) for osteoarthritis in left knee. On an unknown date in 2017, after unknown latency, patient came back into his office with swollen and painful left knee. Patient said the physician aspirated 43 cc of fluid off of the left knee and he injected a steroid. Corrective treatment: not reported for device. Malfunction; steroid for rest events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all events additional information was received on 05-dec-2017 and 16-dec-2017 (both information processed together with clock start date of 05-dec-2017). Event of device malfunction was added along with its details. Global ptc number and ptc results were added. Clinical course was updated and text was amended accordingly pharmacovigilance comment: sanofi company comment follow up dated 15-dec-2017: this case concerns a patient who received synvisc one injection from the recalled lot and later experienced swelling, pain and effusion in left knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case was cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns (B)(6) male patient who received treatment with synvisc one and later after unknown latency had swollen left knee, painful left knee and aspirated 43 cc of fluid off of the left knee no past drugs, concomitant medication or concurrent condition was provided. Patient with a history of osteoarthritis of the left knee. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose: unknown) (batch/lot number: 7rsl021, expiry date: may- 2020) for osteoarthritis in left knee. On an unknown date in 2017, after unknown latency, patient came back into his office with swollen and painful left knee. Patient said the physician aspirated 43 cc of fluid off of the left knee and he injected a steroid. Corrective treatment: steroid for all events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention for all events